Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 354 mg/dl. The cause of elevated bg was unknown; however customer was also experiencing a gastroparesis flare up which possibly contributed to the event. Subsequently, customer was hospitalized. Prior to the hospitalization, customer delivered a bolus in an attempt to treat bg level, and once hospitalized customer did not require further treatment; however remained under observation. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer confirmed pump was functioning as intended.